Manufacturer narrative:
Upon further information this event does not regard a device made by the manufacturer and is regarding a different, unknown manufacturer's device.

Event description:
Additional information was received from a consumer reported that this was in regards to their 2 high school friends who live in north eastern (B)(6). The caller would not provide names. One of the friends had a ton of issues with their device and had to have it removed completely. It was reported that this device was for sure not made by the manufacturer and was made by a different manufacturer. The name of the manufacturer was not given.

Event description:
Information was received from a consumer about a patient with an scs neurostimulator. It was reported that the consumer had reached out to 2 friends who also had scs device and who told them that they get some burning as well.